Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra- aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge fse was dispatched to evaluate. The fse checked the unit and found the fill port locking (luer lock) defective. To fix the issue the fse replaced the luer lock. The fse then performed all functional and safety test. The unit was returned to the customer and cleared for clinical use.